Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side intracapsular rupture, causing a lot of inconvenience, represent risk, fear of rupture becoming extracapsular or developing a contracture, "need to repeat surgery, absent myself from my work, visit different surgeons to hear other opinions, that added to the economic question, which is not minor", anxiety due to "needing to operate during a global pandemic", not fair or pleasant going through this", pain, discomfort, "nightmare that really makes it difficult for me to sleep at night", burning, change in size.

Event description:
Patient reported left side intracapsular rupture, causing a lot of inconvenience, represent risk, fear of rupture becoming extracapsular or developing a contracture, "need to repeat surgery, absent myself from my work, visit different surgeons to hear other opinions, that added to the economic question, which is not minor", anxiety due to "needing to operate during a global pandemic", not fair or pleasant going through this", pain, discomfort, "nightmare that really makes it difficult for me to sleep at night", burning, change in size. The device remains implanted.